Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 10/06/2009 by phone and fax. A completed questionnaire was received on 10/12/2009. This report was mailed to FDA on: 10/29/2009.

Event description:
A certified opthalmic technician (cot) reported a patient with cloudy vision "like looking through milk" and elevated intraocular pressure following intraocular lens (iol) implant surgery. The patient was treated with medication. In a follow up, the surgeon reported the event resolved with treatment.